Event description:
It was reported that the head of the screw snapped off during insertion into the toe. The surgeon was able to remove the head of the screw but the body remained in the patient.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned for investigation. An inspection of the images has shown that a broken screw is visible, the screw is broken in two parts at the neck section, that is the weakest point of the whole screw. For further investigation the return of the screw is needed. Further investigation has shown that, in past a nc got initiated, for the same problem, and there were two parts opened and checked for non-conformity, a non-conformance couldn't be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the head of the screw snapped off during insertion into the toe. The surgeon was able to remove the head of the screw but the body remained in the patient.